Manufacturer narrative:
Evaluated 2 open or used reservoirs. Inspected and checked o-rings or stopper groove for anomalies none were found. Ran basal, bolus leaking test per (B)(4). As follow: reservoirs filled with diluent and connected to a new infusion sets, installed reservoirs and connector into paradigm pump. Conclusion: reservoir no air bubbles, no occluded and no leaks. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a low blood glucose as well as insulin pump was under delivering and the reservoir was leaking from the p-cap connector. Customer experienced high blood glucose level and also experienced low blood glucose level of 15 mg/dl. It was reported that the customer was treated with injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined troubleshooting for high blood glucose level. The reservoir will not be returned for analysis.